Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level of 405 mg/dl. The customer¿s blood glucose level were as 95 mg/dl. It was also reported that the customer had severe hyperglycemia and event was mild in nature then recovered without sequela. The insulin pump will not be returned for analysis.